Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. A replacement usb cable and wall adapter were sent to the customer. Contact stated they did not believe the customer's blood glucose level was impacted. Follow up with the customer confirmed that the pump was able to be charged successfully with replacement charging supplies.